Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine device interrogation. It was noted that there was atrial lead noise present. The patient had no symptoms. No programming changes were reported.